Event description:
It was reported that the patient event to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 31 mmol/l (588 mg/dl). Symptoms reported include thirst and vomiting. The patient was treated with insulin drip, IV fluids and manual injections. The patient was released after 12 hours. The pod was worn while medical attention was sought.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dka and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.